Manufacturer narrative:
UDI number: (B)(4). High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant.  Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with a 23mm 11500a aortic valve for 4 months 14 days is being considered for a valve in valve procedure due to high gradient and moderate aortic insufficiency. The patient has not been scheduled for a secondary procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b6. The submitted images do not allow confirmation of the presence of an aortic bioprosthesis. Hemodynamic assessment suggests elevated transaortic velocities and gradients suggestive of aortic stenosis. Because transvalvular velocities would be expected to be elevated due to high flow in the setting of significant aortic regurgitation, because the assessment of lv outflow tract velocities are suspect, and because the aortic valve leaflets are not visualized, full characterization of aortic stenosis severity is not possible; however, based solely on velocities and gradients, aortic stenosis appears to be borderline moderate to severe. Significant, probably moderate, aortic regurgitation appears to be present. However, the aortic valve is not visualized, and the aortic regurgitation jet origin is not visualized. If a bioprosthesis is present in the aortic position, then the submitted images do not allow characterization as to whether aortic regurgitation has a central (valvular) or a paravalvular origin.